Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had variable thresholds. When programing new parameters the patient became syncopal. Additional programing was done. The lead remains in use. No further patient complications have been reported as a result of this event.